Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that during surgery, the inserter bent while surgeon was trying to insert it into patient. No adverse events have been reported as a result of the malfunction. Surgery was completed with another device. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. Visual examination of the returned product identified the tip is bent and the prongs are bent. The blue white suture was returned without the anchor. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.